Event description:
International qa/ra administrator reports six incident of clotted fibers with the psn 140 dialyzer. It was reported that approximately one third of the fibers appeared to not fill with blood. Blood was also observed to regurgitate from the dialyzer to the arterial blood line. It was reported that the units clotted within one hour. No further info is available at this time.